Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not as rigid as before. A surgical procedure was performed to remove the ipp, perform a washout, remeasure, and place a new ipp. No patient complications were reported.